Manufacturer narrative:
The customer is not returning the intermittent aruba controller. This system is eosl and non-repairable by welch allyn. The customer is replacing with a equivalent non-welch allyn device. The aruba controller is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported that she could not get devices to connect to the central station, but acuity seemed to be running. The inability to connect in this instance was coincident with numerous dropouts, resulting in a temporary loss of centralized monitoring; bedside monitoring was unaffected. There was no report of any patient harm as a result of the reported events.